Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was a loose closure and sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the stopper was creep out.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for stopper creepout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer sst blood collection tubes there was a loose closure and sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the stopper was creep out.